Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannula had not fully inserted, and when the cleo 90 infusion set was removed, the cannula was found to be bent. The infusion site was changed, and blood glucose levels quickly responded to insulin after a bolus. The patient typically holds and presses down on the device for at least 20 seconds during insertion. However, after this incident, the patient began removing the top adhesive on the cleo 90 infusion set, which has been working better. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.